Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (cts), however, customer declined to complete the check. Customer changed the pump supplies to address the issue. Reportedly, the customer was wearing the pump supplies for 3-4 days, re-using supplies, re-using insulin, and using cold insulin. Tandem clinical support informed customer that wearing the pump supplies for 3-4 days, re-using supplies, re-using insulin, and using cold insulin, is off label per the tandem user guide. Customer¿s blood glucose level was 400 mg/dl..

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. No parts are expected to be returned for evaluation. A review of the DHR indicates there were no ncrs or deviations associated with the reported problem. Root cause: use error-per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.